Event description:
Information received from the sales representative indicates that a revision procedure was performed on (B)(6) 2022, due to disease progression. When attempting to unlock a previously torqued lock screw, the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken tip piece was removed with suction and the entire construct was removed successfully utilizing other instrumentation readily available in the set. There was no patient injury or delay to the procedure reported.

Manufacturer narrative:
Occupation - other; sales representative. Device evaluation - the driver tip is missing, and the fracture plane is skewed relative to the driver's longitudinal axis. The fracture plane indicates both torsion and bending moment loading conditions contributed to the fracture. It is unclear if the fracture was initiated during prior use or if the fracture was solely due to loading during this procedure. The fracture plane was examined by eye and with the aid of a 5x loop. Review of device history records found fifty (50) pieces of lot 33966mm released for distribution on 4/13/2018 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended at this time.